Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the power source detection error was caused by a faulty power connector at customer site. The unresponsive touchscreen error could not be reproduced during in-house testing. The device performed to specifications. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection error and subsequently an unresponsive touchscreen when the device was being checked by the medical equipment technician. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting a power source detection error and an unresponsive touchscreen on the astral device. An astral support representative went through the troubleshooting steps with the customer and it was determined that the power source error was due to a faulty power connector at customer site. The intermittent power issue resulted in the device to become unresponsive. It was recommended that the user perform a hard reboot of the device and plug the device to different power circuit. The device reboot and switching power sources resolved the customer issue. The device was not returned to resmed as it was operating properly after the call. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection error and subsequently an unresponsive touchscreen when the device was being checked by the medical equipment technician. There was no patient injury reported as a result of this incident.